Event description:
The reporter contacted animas on (B)(6) 2014 reporting that patient's healthcare professional's office advised that the patient is here in the hospital and has a pump that needs to be replaced. There was no additional information at this time. This report is being made due to the hospitalization the patient experienced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.